Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) completed 150 samples testing using wash buffer and pooled serum with a known result of 0.001 ng/ml as samples. The values ranged from 0.00-0.014 ng/ml. The fse noted the incubator belt was noisy and replaced the incubator belt and bearings. The fse performed all alignments, cleaned the wash wheel and verified all wash wheel bearings. The fse completed a passing high sensitivity system check and system check. The fse completed another 50 samples testing using wash buffer as samples and produced results ranging from 0.00-0.008 ng/ml. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the event is unknown. This medwatch report is related to 2122870-2013-00642.

Event description:
The customer reported non-reproducible discrepant troponin I (access accutni) results, for multiple patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. It is unknown if all of the patients¿ results were released from the laboratory. The customer stated three corrected reports were issued to the hospital. It is unknown if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated the troponin analysis was set up to reflex if the result was elevated. The patients¿ samples were collected in lithium heparin tubes and centrifuged at 3,500 rpm (rotations per minute) for five minutes following sample collection; patient samples are not stored. All levels of quality control (qc) are performed daily and were within specifications at the time of the event. Calibrations and system check passed within the acceptable range. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the patients on the event date noted.